Manufacturer narrative:
H10: the device was received for evaluation. The set was received contaminated with blood. After disinfection, visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional leak testing to the dialysate side and a leak was observed. Upon further inspection, a crack was noted in the welding seam. The reported condition was verified. During production, a 100% control is performed for the tightness of the welding seam. In this leak test, the measured values were within the specification. No increased scrap rate was detected in the leak test at the time of production of the complained product. Also the review of the welding parameters show that they are within the specification. This is an indication that the failure occurred during or after the sterilization process. The exact cause of the condition could not be determined.a nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak from the header on the arterial side of a polyflux 140h. The leak was observed within three minutes after starting treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.